Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was not recognizing the alternate current (ac) power input; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump that was not recognizing alternate current power input was confirmed. The cause of the reported condition was determined to be defective power supply and blown fuses. The power supply and fuses were replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 8:11:00.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.